Event description:
Customer's spouse called the paramedics because the pt was unresponsive. A reading was obtained by the freestyle flash meter of 469 mg/dl, which is inconsistent with the customer's reported symptoms. The paramedics arrived and tested pt on their unknown brand meter and received a reading of 41 mg/dl. The freestyle flash meter read 122 mg/dl at this time. The customer was treated with IV glucose. The reported freestyle flash results of 469 and 122 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically signficant.